Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had blank display. Customer did not insert battery alarm display on insulin pump screen. Customer stated that contacts on battery cap were missing or damaged. Customer stated that insulin pump was dropped into water. Customer also stated that battery compartment and spring damaged or corroded. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.